Event description:
The reporter stated the surgeon inserted a 21.0 diopter, aa4203tl toric optic silicone single piece lens and lens was damaged during insertion into the patient's eye. Lens was removed. The reporter stated the cartridge or the injector damaged the lens. No further information regarding this event was available. If further information is made available, a supplemental will be submitted. See MFR #2023826-2009-01198 for injector.

Manufacturer narrative:
(B) (4). (B) (4)